Event description:
(B)(4) - the dealer reported that the patient was walking and placed the 6154 adult forearm crutch under his arm when its forearm snapped in half. There was no patient injury reported.